Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. H6 - results - 3252 is based off the investigation results of the returned sample; 213 is based upon dimensionally tested and functional testing of the returned sample. One used 6f angio-seal evolution device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with incomplete opened polyfoil pouch. No other accessory components were received. Visual inspection revealed that, the evolution device was appropriately mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The device/sheath assembly was found slightly bent. The suture was found completely released and the button was stiff upon receipt. Neither the anchor nor collagen were returned. The compaction tube was still contained within the device. Microscopy analysis revealed that the end of the suture appeared to be cut with a blade. No other visual anomalies were noted. The device was disassembled and the gearbox assembly was visually inspected. The gearbox assembly was in a completely distal position but the rack was not completely advanced to the distal position. The suture could be seen tethered to the suture stake. There were no turns of the suture could be seen within grooves of the spool. The tamper tube was manually pulled out from the device and dried bloodlike substance was noted on the tamper tube. No other visual anomalies were noted with the tamper tube. The od of the compaction tube was measured to be 0.054''within the specification limits. Measurement was found to be within the manufacturer specifications. The drive gear was then turned counter-clockwise and the rack advanced proximally. No resistance was encountered as the rack moved. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when pulling back the angio-seal evolution device handle, the compaction tube would not go down on its own to compact the collagen. The tube got stuck to the handle. The physician was able to complete hemostasis by manually compacting the collagen. The patient was in stable condition and the procedure outcome was a success. Additional information was received 18novermber2019: the procedure performed was a neuro-angioplasty and a 6fr procedural sheath was used.